Event description:
There was no patient involved in this event. This device malfunctioned because the device is depleting pad-paks before their expiry. A device in this fault mode , if left undetected could result in the failure of the devices to perform as intended if required.

Manufacturer narrative:
This device was not returned to heartsine technologies so no investigation into the reported fault was possible.